Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination identified that the dovetail feature of the returned articular surface was compressed down on one side. Discoloration and some nicks were observed on the superior and inferior sides of the articular surface. Dimensional examination determined that the part was made to print. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Visual examination identified that the dovetail feature was compressed down on one side; indicating that the articular surface was not correctly placed and oriented before pushing it (misaligned) using the inserter instrument. It is likely that the problems encountered are related to surgical technique. A summary of the investigation will be sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Patient was born on an unknown date in (B)(6). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the articular surface couldn't be assembled with the tibial tray during a knee arthroplasty. It was noticed that the shape of the articular surface did not seem to be the same as normal. Another articular surface was used to complete the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.